Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn 3012307300-2025-04482-00 for details pertinent to this event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during a pre-use check of the tube, the anesthetist observed that while air was being introduced into the tube and the cuff was inflating, the pilot balloon din not inflate. A replacement tube was sourced, but the same issue occurred. Neither tube was used on patients, and a different-sized tube was ultimately utilized. It was stated that the remedial actions taken by the customer were: "informed procurement department, removed from stock, incident reported, emailed all team managers within theatres."